Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. No anomalies were found. The analyst noted a guidewire was fully inserted in the lead with no resistance or anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during placement of the left ventricular (lv) lead, the guidewire was stuck within the lead and unable to advance. The lead was removed and replaced. No patient complications have been reported as a result of this event.